Manufacturer narrative:
Eval codes - method - other = device was not returned for analysis. Results - the device was not returned, therefore medtronic was unable to conduct a thorough analysis of the product to determine root cause. Conclusion - other = cause of event cannot be determined at this time. The device was not returned for analysis, therefore, we are unable to thoroughly inspect this product for root cause analysis. Medtronic has requested release of the device from the facilities risk management department. In addition, we have requested photos to aide on our investigation. As of today, the device and photos have not been able to be obtained. Conclusion: based on the info provided thus far, we are unable to determine the root cause for this event. Additional info and device return has been requested. Medtronic will continue to monitor for similar events, should they occur.

Event description:
Medtronic received info that this premature infant required an ECMO procedure. During removal of the cannula three days later, there was difficulty in removing the cannula and the wire portion within the body of the device started to uncoil, remaining caught in the pt. As a result, bleeding occurred and the device was eventually removed. However, the clinician was not confident that the entire device was able to be retrieved from the pt. The pt was monitored and no other complications have been reported. The device is being held by the facility risk management office. Medtronic has requested the device be returned for analysis.